Event description:
A (B)(6) old male patient's caregiver contacted zoll customer support to report that the patient's battery charger was not working. When a patient service representative (psr) visited the patient to troubleshoot, she reported that the battery pack sn (B)(4) was showing a fault on a new charger. The psr also noted that the charger seemed to be corroded. The patient was issued a replacement battery charger and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charging not working / corroded) has been confirmed. As received, the battery charger connector was corroded. The cause of the defective charger is corrosion on the connector. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress on an unknown contaminant. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery was non-functional. Upon investigation, contamination was found inside the battery pack. The cause of the battery fault is contamination in the battery. The root source of the contamination cannot be positively identified but is likely a result of liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger or battery pack. The patient received a replacement battery pack. Battery charger: 10/2005, battery pack: 02/2009.